Event description:
A caller reported experiencing cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing comprehensive instructions for resetting the pump, and after the reset, the cgm error code did not reoccur. The caller successfully initiated their sensor session.